Event description:
It was reported that the pediatric user experienced recurrent nocturnal hypoglycemia after a supply change, during which the ilet delivered approximately 3.9 units over about 30 minutes as glucose rose from 170 mg/dl to 305 mg/dl, followed by multiple lows; caregivers treated with oral glucose and temporarily paused or disconnected insulin delivery per guidance, then later resumed therapy and received education on bathing procedures. Symptoms included hypoglycemia with a documented blood glucose of 46 mg/dl and repeated low readings requiring treatment, while the user remained alert and able to ingest glucose. Outcomes included transient clinical impact requiring caregiver intervention without hospitalization, and subsequent return to glucose values in range with stabilization reported. Investigation included review of device-reported insulin delivery and glucose trends, user troubleshooting, and caregiver education on pausing/resuming insulin and safe disconnection for bathing. Investigation of this case revealed no device malfunction evident from available data, with insulin delivery functioning as commanded and residual insulin likely contributing to recurrent lows after the high-glucose period, though the specific root cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.